Event description:
This is a solicited report by a physician from (B)(6) of pneumonia, vomiting and sterile peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with pneumonia and was started on unspecified antibiotic treatment. On (B)(6) 2010, the patient was diagnosed with sterile peritonitis, manifested by abdominal pain and vomiting. On (B)(6) 2010, the patient was treated with vancomycin 2.5 g and gentamicin 60 mg ip. Pd therapy was reported as ongoing. On (B)(6) 2010, the event of peritonitis resolved. At the time of this report, it was not reported if the patient was hospitalized. It was not reported whether the pneumonia, sterile peritonitis and vomiting resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.